Manufacturer narrative:
In use at the time of the event:CGM model: G6Mobile OS: Android / Android_Galaxy S21 5G / 2.8 / Android 16.

Event description:
It was reported that the customer experienced a low blood glucose (BG) level of 42mg/dL. Low BG cause was not known. Customer¿did take action ¿to address BG but did not specify what they took. No additional information was provided.